Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and was unable to prime during prime test due to faulty force sensor resistor. However, the insulin pump passed displacement test, rewind test, basic occlusion test, self-test, and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked case near the display window corners, cracked on the display window and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's blood glucose was 417 mg/dl, which the customer treated through unspecified means. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. A prime was successfully run through the tubing as well. There were no leaks identified and the insulin pump programming was correct. However, a high pressure test could not be performed due to lack of a tubing clamp. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.